Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe was not able to find the metal wire in the fluidics system. The fe replaced multiple components of the fluidics system to return the analyzer to expected operation. Incident ocurred as a result of user error.

Event description:
While troubleshooting an error code on the ortho provue analyzer, the customer reported that they attempted to clear a clot in the probe with a metal wire. The customer reported that the analyzer aspirated the metal wire, and the customer was unable to retrieve it. The effect of a metal wire in the fluidics system of the provue is unk. However, it could lead to probe drip or incorrect dispense of fluid, which in turn could lead to cross contamination and erroneous results, which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.